Event description:
A female patient underwent procedures for right sfa angioplasty via contralateral approach and had very calcified arteries. Sfa occlusion. The procedure time was over an hour when the introducer was removed. At this time, it was noticed that the performer guiding sheath was kinked; but more seriously it was split and almost detached approximately 7 cms from the distal tip. Patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
Visual inspection of the returned sheath revealed elongation and other damage consistent with difficulty in withdrawing the device through very calcified arteries. Per specification, this device is inspected 100% to ensure the integrity of the device, prior to further processing. We will continue to monitor this device for similar complaints.